Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of sterile peritonitis and temperature increase in a patient (height 161 cm) coincident with dianeal, unknown therapy (lot number not reported). On (B)(6) 2011, the patient began treatment with dianeal, unknown therapy (3000ml, 3 times daily, lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd) for kidney carcinoma. On an unknown date, the patient experienced sterile peritonitis. On (B)(6) 2011, the patient experienced abdominal pain and temperature increase, described as 37.6 c. On an unknown date, the patient was hospitalized (indication unspecified), and it was not reported whether this was a new or a prolonged hospitalization. On that same date, the patient began remedial therapy with vancomycin (1000mg, once every three days, route not reported), amikacin (100mg, once, route not reported) and a 14 day course of levofloxacine (250mg, daily, route not reported). On that same date, the event of temperature increase and the abdominal pain resolved. It was not reported whether the event of sterile peritonitis resolved. At the time of this report, dianeal , unknown therapy was ongoing. The physician did not provide an assessment of causality for the events of sterile peritonitis, temperature increase and the relationship with dianeal therapy.